Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, the cabinet was not syncing. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the user attempted to issue a medication but was prompted for a code, while the pharmacy reported that the cabinet was not syncing. A technical support specialist (tss) connected with the customer and confirmed issue was identified to be related to the facility's network. The customer planned to contact the director of nursing (don) to coordinate with information technology (it) services for further assistance and the case was closed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, the cabinet was not syncing. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. However, there were no adverse events or injuries reported based on this event.